Event description:
Following lumbar spinal decompression and fusion surgery, with use of the mozaik strip, the patient developed a wound infection, fever and drainage. Intravenous antibiotic therapy with vancomycin was ineffective; the patient required surgical debridement and irrigation of the wound.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.